Manufacturer narrative:
Device history review, complaint history review. Results - device history review shows no reported discrepancies. Complaint history review shows there has been other reported events. Conclusion - could not be determined because the device was not returned.

Event description:
It was reported that, "patient was on road bike with clip in pedal. Patient hit loose gravel and could not unclip foot. Patient had direct lateral blow to his hip, resulting in a fractured ceramic head and fractured liner. Patient was revised to ceramic on ceramic using v40/ctaper sleeve".